Event description:
The proximal marker band moved up the catheter as it was being inserted into the subclavian vein. The doctor reported that this made the measurements of the diameter of the vena cava to appear to be larger (30mm) than the actual size (26mm). The device was deployed successfully and the pt is fine.